Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (INS) for urinary/bowel dysfunction. It was reported that there was an issue connecting to the INS. The patient stated they did not think the communicator was working because the handset indicated that it could not find the device. The patient also mentioned they no longer felt the sensation, which used to feel like a buzz on their back, when they needed to empty their bladder. The patient confirmed they had spoken with their managing doctor and were redirected to the manufacturer. The patient also confirmed that this was the first time they had plugged in the communicator. The agent reviewed that the sensation should be felt in the bicycle seat area as a fluttering or tingling sensation. The agent also reviewed general programming guidance and educated the patient on the general use of external devices. The agent walked the patient through connecting to the INS and instructed the patient to power on the communicator. The patient stated they saw a bright orange battery light when they powered on the communicator, along with the error message "low battery, connect to the recharging cable." The agent instructed the patient to continue charging the communicator until the battery light turned green. The agent sent patient quick guide to the the patient's email. The patient was redirected back to Patient Services to continue troubleshooting. Relevant medical history: The patient mentioned they felt they were back at square one and stated they had continued to experience recurrent UTIs since the surgery.  The patient called back and repeated that they had been experiencing UTIs. The patient stated they had two UTIs that month. The patient mentioned that when they tried to connect to the INS, they received the error message "Device not responding." The patient became escalated. The patient stated they charged the external device all night but still could not connect to the INS. The agent reviewed the general use of external devices, considerations for therapy optimization, and general programming guidance. The patient was then able to connect to the INS and switch programs. The patient confirmed they felt the stimulation in the bicycle seat area and that it was comfortable. The patient stated that once the bladder was full, they could feel the stimulation. The patient was advised to monitor symptoms and to contact their managing healthcare provider if symptoms persisted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.